Event description:
I received a mesh bladder sling in 2016. Since surgery I have had multiple problems including constant infections, pelvic pain, inability to be sexually active due to pain. Trouble urinating and so on. I recently discovered after 4 years of suffering that the mesh has malfunctioned and I am now requiring a 3rd surgery for removal of the device. Urinary incontinence, urge - primary ICD-10-cm: n39.41 ICD-9-cm: 788.31, dysfunctional voiding of urine, ICD-10-cm: n39.8 ICD-9-cm: 599.9. FDA safety report ID# (B)(4).